Manufacturer narrative:
This report is submitted on october 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.